Manufacturer narrative:
One ensite x power module was received for evaluation. Visual inspection found a disformed pin and evidence of thermal damage inside the connector. Furthermore, the plastic housing protecting the pins was loose and able to be rotated. Based on the investigation, and information provided to abbott, the root cause can be attributed to a loose plastic housing for the connector¿s pins. The supplier batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
This report is to advise of thermal damage that was noted during analysis. After an atrial fibrillation procedure, it was noted that the ensite x amplifier power module connecter was loose. There was no visible damage to the ensite x amplifier power module connecter. There was no patient involved.